Manufacturer narrative:
Device evaluated by MFR: an f/g,promus element,mr,ous 3.00x24mm stent delivery system (sds) was returned for analysis with a pig tail mandrel and a stent protector. A visual and microscopic examination crimped stent identified stent damage. Central stent strut rows had been damaged; struts were squashed and lifted from the stent profile. The undamaged section of the crimped stent outer diameter (od) was measured and the result was less than the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no damage. Stent protector inner diameter (ID) was measured and the result was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. Bsc ID: (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00x24mm promus element¿ drug-eluting stent was selected for use to treat the lesion. However, during introduction, the stent strut was lifted up. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00x24mm promus element drug-eluting stent was selected for use to treat the lesion. However, during introduction, the stent strut was lifted up. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.